Event description:
Fistula needle for venous blood return on dialysis pt pulled out of graft with approx blood loss 700-900ml. Dialysis machine venous pressure alarms were automatically set for plus or minus 50mmhg. Venous pressure in graft was 100mmhg. Venous pressure alarms did not activate. Air detector alarm activated to stop blood pump. Nurse then found misplaced needle and blood loss. Pt transferred to acute hosp for transfusion of 2 units blood. Machine taken out of svc 10/19/95 am. Machine passed all diag, safety checks initially. Further checks revealed machine did not consistently alarm when venous pressure dropped to 10mmhg. Diag and safety checks repeated by svc rep on 10/20/95. Initially all safety checks passed, repeated tests confirmed venous pressure alarms were an issue of consistency. Pressure cont board replaced 10/20/95.